Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead positioning was unsuccessful after multiple attempts. The lead's unspecified parameters were also inadequate. The physician elected to not use the lead. The patient condition was stable, during, and after the procedure.

Event description:
New information received indicated that the lead was difficult to position due to tortuous anatomy. Once positioned, high thresholds were observed. Lead damage was suspected.

Manufacturer narrative:
The reported events were unacceptable threshold, unable to implant and lead damage. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.